Event description:
Device 1 of 2. Reference MFR report#: 1627487-2014-20402. The pt has two peripheral (off-label) leads. It is unk which one is related to the issue. Therefore, both are being reported. It was reported the pt was experiencing burning and itching sensation with stimulation at the lead site of her peripheral sys. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.